Event description:
It was reported that the patient presented for implant procedure. During procedure it was discovered that the implantable cardioverter defibrillator (ICD) was in backup mode. The procedure was completed using a different ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced. The cause of the reported event could not be determined.